Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the maryland bipolar forceps instrument had a broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no patient injury. The procedure was completed with a backup instrument with no procedure delay. No fragments fell into the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument associated with this complaint and completed investigations. Failure analysis (fa) investigations replicated/ confirmed the customer reported complaint. Fa found the primary failure of the broken conductor wire to be related to the customer reported complaint. The maryland bipolar forceps instrument was found to have a broken conductor wire at the distal end. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The root cause of this failure is attributed to a component failure. An additional observation not reported by site that is not related to the customer reported complaint was also identified: the maryland bipolar forceps instrument was found to have thermal damage on the bipolar yaw pulley. As a result the electrode was exposed. The root cause of this failure is attributed to mishandling/misuse. No image or video was available for review. A review of the instrument log for the maryland bipolar forceps (part number 470172-16/ lot number n10210809 495) associated with this event has been performed. Per this review of the logs, the maryland bipolar forceps instrument was used in a procedure on 21-jun-2022 via system serial (B)(4). The alleged instrument had 2 uses remaining after this last usage. This complaint is reportable malfunction event due to the following conclusion: the maryland bipolar forceps instrument had a broken conductor wire at the distal end with thermal damage on the bipolar yaw pulley. Thermal damage at or near a conductor wire breakage is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.